Event description:
Provider states foot motor will raise bed end up but will go back down at the slightest addition of weight.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.